Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with unknown intraperitoneal antibiotics (dose and frequency unknown). The patient was discharged three days after admission. The patient was recovered from this peritonitis event and the pd effluent was clear. Action with dianeal was not reported. No additional information is available.